Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her distant vision is hazy and blurry. She experiences halos at night and feels like something is blocking the outside corner of her vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax an mail on 02/20/2009 and by phone on 02/18/2009, 03/09/2009 and 03/11/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 03/19/2009.